Event description:
Ous MDR - boston scientific received info that this product is to be part of a system revision due to infection. There were no additional adverse effects reported. Additional info received that the revision procedure was performed. The pt's skin around the device was thin. The system was explanted with a plastic surgeon. The pt had a difficult recovery from the wound due to anticancer drug or blood stanching. The pocket was opened several times to stop bleeding. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.